Event description:
Device received from funeral home with no oos report form. Interrogation shows eri and battery voltage of 2.79 v. No cause of death given.

Event description:
Device received from funeral home with no oos report form. Interrogation shows eri and battery voltage of 2.79 v. No cause of death given.